Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent primary breast augmentation surgery with two unknown gel breast implants experienced bilateral rupture post procedure. As a result, patient underwent bilateral removal and replacement with a 375cc mentor memorygel right breast implant and a 350cc mentor memorygel left breast implant on (B)(6) 2020. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On (B)(6) 2020, the affected device information has become available for the left sided device. The affected device is a 400cc mentor memorygel breast implant, catalog: 3507400bc lot: 5623261serial number: unk the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 4/7/2020. Device evaluation summary: according to the information received, the patient experienced a rupture on the breast implant. During visual evaluation of the device, a tear was observed at the union between shell and patch. Since the authorization for return and examination of medical device form was not signed and/or returned, mentor product analysis lab was precluded from further evaluating the device. Causes of rupture of gel-filled implants include but are not limited to the following events: intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).